Manufacturer narrative:
Additional information was requested, but no response was received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Event description:
Medtronic received information that immediately following implant of this 32 mm annuloplasty ring in the mitral position, the ring was explanted and replaced with a 30 mm ring. No product performance issues and no adverse patient effects were reported.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. This event potentially appears to be due to sizing error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.